Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-05761 and medwatch 2210968-2013-05779. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with a&p repair, bso, and cystoscopy; due to displacement distention cystocele, rectocele with apical transverse defect enterocele, and urethral hypermobility.

Manufacturer narrative:
It was reported that the patient underwent mesh revision/removal on (B)(6) 2008 and another mesh excision and wound closure on (B)(6) 2007.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pelvic organ prolapse and stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, recurrence and dyspareunia. It was reported that patient underwent mesh excision and wound closure on (B)(6) 2007 due to vaginal mesh exposure. (B)(4).